Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the burr became stuck, and guidewire fracture occurred resulting in additional intervention and an unretrieved device fragment. The 95% stenosed target lesion was located in the moderately tortuous, 80-degree bend after proximal lesion and severely calcified distal right coronary artery (rca). A 7f non-boston scientific (bsc) guide was used and a non-bsc guidewire was backloaded through a mamba flex 135 microcatheter which crossed both lesions but they were heavily calcified, especially the distal lesion. The non-bsc guidewire was exchanged out for a rotawire drive floppy guidewire which was placed distally through the distal lesion, the radiopaque section of the rotawire was placed in the posterior descending artery (pda) and the mamba flex was removed. A 1.75mm rotapro was then advanced at a set speed of 180rpm (rotations per minute), the proximal lesion was crossed after three runs at a speed maintained around 160rpm. Then dynaglide mode was used down through to mid rca to burr the distal lesion. The burr crossed distal lesion after four runs of about 20 seconds. During advancement, a resistance was felt and while burring and rest in between runs there was some st elevation, but this was very quick and recovered to 160rpm. When attempting polishing run, the burr stalled distal to second lesion and would not pull back. The burr kept stalling and would not come back even in dynaglide mode. An attempt to pull the wire back with and without the brake defeat on but it was not activating. Tried pulling on the advancer but the drive shaft had a noticeable stretching, and the burr still would not come out. The physician opted to use a skipping rope technique by putting the advancer knob into distal position, then unclipped exposing the drive shaft and placed calipers on the proximal drive shaft and spun anticlockwise. After approximately 30 rotations, enough torque was generated, both the burr and wire came out maintaining guide position. It was noted that the rotawire distal tip had fractured off and remained proximal to the distal lesion, in the mid rca. Immediately rewired with 2 non-boston scientific guidewires and ballooned with a 2.50x12 nc emerge and then a 3.0x15 nc emerge. The physician opted not to retrieve the fractured guidewire tip because of patient st elevation and placed a 3.5x38mm synergy xd distally to jail the rotawire drive floppy fractured tip. A 4.0x48mm synergy xd through mid-proximal section was implanted and a 4.0x16mm megatron in the ostial rca to complete the full metal jacket of the vessel. Post-dilation with a 3.75x12 nc emerge was performed. The physician noted that the st segment elevation occurred after the rotablation of the first segment, which was likely caused by the slow flow/distal embolization from rotablation. No dissection, perforation or thrombosis was visible on angiography or intravascular ultrasound (ivus). The patient was stable post procedure and expected to make full recovery.

Event description:
It was reported that the burr became stuck, and guidewire fracture occurred resulting in additional intervention and an unretrieved device fragment. The 95% stenosed target lesion was located in the moderately tortuous, 80-degree bend after proximal lesion and severely calcified distal right coronary artery (rca). A 7f non-boston scientific (bsc) guide was used and a non-bsc guidewire was backloaded through a mamba flex 135 microcatheter which crossed both lesions but they were heavily calcified, especially the distal lesion. The non-bsc guidewire was exchanged out for a rotawire drive floppy guidewire which was placed distally through the distal lesion, the radiopaque section of the rotawire was placed in the posterior descending artery (pda) and the mamba flex was removed. A 1.75mm rotapro was then advanced at a set speed of 180rpm (rotations per minute), the proximal lesion was crossed after three runs at a speed maintained around 160rpm. Then dynaglide mode was used down through to mid rca to burr the distal lesion. The burr crossed distal lesion after four runs of about 20 seconds. During advancement, a resistance was felt and while burring and rest in between runs there was some st elevation, but this was very quick and recovered to 160rpm. When attempting polishing run, the burr stalled distal to second lesion and would not pull back. The burr kept stalling and would not come back even in dynaglide mode. An attempt to pull the wire back with and without the brake defeat on but it was not activating. Tried pulling on the advancer but the drive shaft had a noticeable stretching, and the burr still would not come out. The physician opted to use a skipping rope technique by putting the advancer knob into distal position, then unclipped exposing the drive shaft and placed calipers on the proximal drive shaft and spun anticlockwise. After approximately 30 rotations, enough torque was generated, both the burr and wire came out maintaining guide position. It was noted that the rotawire distal tip had fractured off and remained proximal to the distal lesion, in the mid rca. Immediately rewired with 2 non-boston scientific guidewires and ballooned with a 2.50x12 nc emerge and then a 3.0x15 nc emerge. The physician opted not to retrieve the fractured guidewire tip because of patient st elevation and placed a 3.5x38mm synergy xd distally to jail the rotawire drive floppy fractured tip. A 4.0x48mm synergy xd through mid-proximal section was implanted and a 4.0x16mm megatron in the ostial rca to complete the full metal jacket of the vessel. Post-dilation with a 3.75x12 nc emerge was performed. The physician noted that the st segment elevation occurred after the rotablation of the first segment, which was likely caused by the slow flow/distal embolization from rotablation. No dissection, perforation or thrombosis was visible on angiography or intravascular ultrasound (ivus). The patient was stable post procedure and expected to make full recovery.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).